Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it was observed over infusing. The pump required calibration to correct the issue.

Event description:
The initial reporter stated that the pump was not infusing correctly. They stated that the pump was over infusing. The initial reporter stated that the pump was programmed to infuse 184 ml over 46 hours, but that the infusion ended three hours early. At the time of the complaint the initial reporter stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. The report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not infusing correctly. They stated that the pump was over infusing. The initial reporter stated that the pump was programmed to infuse 184 ml over 46 hours, but that the infusion ended three hours early. At the time of the complaint the initial reporter stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).